Event description:
It was reported to medtronic minimed that the customer experienced physical damage on the pump. The customer reported no adverse event. The event involved product(s) mmt-1780. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780 was requested for return and customer has returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing white display. Unable to perform the sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using [thus] due to flashing white display. The pump was cut open to perform visual inspection and moisture damage on the [pcba 1 / pcba 2 j1 connector / force sensor / motor / harness assembly vibrator / corroded battery tube] was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case on the battery tube side, cracked case, label damage(faded), corroded battery tube, and cracked battery tube threads. Flashing white display was confirmed during analysis due to moisture damage on [pcba 1 / pcba 2 j1 connector]. Alleged cosmetic damage was confirmed where cracked case on the battery tube side, cracked case, and cracked battery tube threads were noted. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.